Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter was returned with the several accessories. Visual examination revealed the accustick was torn at the distal end section. The other devices and accessories did not show any issue or detached section.

Event description:
It was reported that the catheter tip split. A flexima apdl drainage catheter was selected for use for a bile duct blockage. During unpacking, it was noted that the tip of the device was split and cracked and could not be used. The device had not entered the patient's body. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the catheter tip split. A flexima apdl drainage catheter was selected for use for a bile duct blockage. During unpacking, it was noted that the tip of the device was split and cracked and could not be used. The device had not entered the patient's body. No patient complications were reported and the patient was stable post procedure.